Event description:
It was reported that the patient's neurostimulator stopped recharging in (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3487a-45, lot# v188697, implanted: (B)(6) 2009. Product type: lead: product ID 3487a-45, lot# v188697, implanted: (B)(6) 2009. Product type: lead. (B)(4).